Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay. Run analysis of the simplexa results from (B)(6) 2021 are as follows: sample ID (B)(6) : @0733 = negative, @1104: s gene (30.5) orf1ab (30.1) ,sample ID (B)(6) : @0733 = negative, @1104 = s gene (30.6) orf1ab (32.1) ,and sample ID (B)(6) : @0733 = negative, @1104 = s gene (30.4) orf1ab (31.3). For the run @0733 an ntc was run on well 2 and was detected for both targets and failed. This would be considered an invalid run and be repeated. Upon repeat at @1104, all 3 suspected samples were positive with only 1 sample having 1 target above 32 cts. On the same run, a positive control and negative control were tested and were correctly interpreted without issues. It is not known what the correct interpretation should be as the details of the samples and patients diagnoses were not provided. The customer's device and suspected false postiive sampels were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13002, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 12/22/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13463 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay. The samples initially tested negative but then positive on the same assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay. The samples initially tested negative but then positive on the same assay. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay. Run analysis of the simplexa results from (B)(6) 2021 are as follows: sample ID (B)(6): @0733 = negative, @1104: s gene (30.5) orf1ab (30.1) ,sample ID (B)(6) : @0733 = negative, @1104 = s gene (30.6) orf1ab (32.1), and sample ID (B)(6): @0733 = negative, @1104 = s gene (30.4) orf1ab (31.3). For the run @0733 an ntc was run on well 2 and was detected for both targets and failed. This would be considered an invalid run and be repeated. Upon repeat at @1104, all 3 suspected samples were positive with only 1 sample having 1 target above 32 cts. On the same run, a positive control and negative control were tested and were correctly interpreted without issues. It is not known what the correct interpretation should be as the details of the samples and patients diagnoses were not provided. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13002, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13463 for suspected false positives.